Event description:
The customer reported an e216 error code during reprocessing involving an olympus bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical component problem identified. Additionally, upon inspection, it was found that the device exhibited a b30 error code. Cause is traced to expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.